Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted.

Event description:
It was reported that patient underwent left total shoulder arthroplasty on (B)(6) 2002. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that patient underwent left total shoulder arthroplasty on (B)(6) 2002. Subsequently, a revision procedure has been indicated due to unknown reasons. Additional information reported the patient was revised on (B)(6) 2015 due to a broken implant.